Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she has been having issues with the sensor not connecting to the insulin pump. She mentioned her sensor reading was 48 mg/dl and her blood glucose was 330 mg/dl. Her current blood glucose was 400 mg/dl. Customer experiences seizure due to the low blood glucose and due to her medication for her osteoporosis. Troubleshooting was performed and customer also mentioned the site was bleeding at the time of insertion due to blood thinner medication. Customer changed the sensor and is returning it for analysis.